Manufacturer narrative:
(B)(4). The reported failure of cuff won't deflate is a known issue and has been investigated under a corrective and preventative action.

Event description:
During pretest the cuff did not fully deflate. There was no patient involved.

Manufacturer narrative:
(B)(4). One sample was returned for evaluation. The returned unit was inflated and inflated without any defects or restrictions noted. Both cuffs were fully deflated and no issue noted. The returned unit inflated/deflated three times without any restrictions noted. The reported defect could not be detected on the unit returned for evaluation when the stylet wire was contained in the main stem of the tubing or when it was removed.